Event description:
A report was received that a patient was experiencing headaches. The physician assessed that headaches were being caused by the leads pushing up on some scar tissue. The physician revised the leads and moved them down. The patient is reportedly doing well.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model # sc-2218-50 serial # (B)(4) description: st linear lead, 50cm with pre-loaded 0.014 inch stylet.